Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wrong handling/falling over which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that the battery oscillator device had low power and a cracked mounting plate. During service and evaluation, it was determined that the trigger was blocked, jammed and heavy moving. It was also noted that the trigger was twisted and damaged which damaged the pin hole within the control unit. It was further noted that the motor was running rough and the saw blade holder was cracked. It was further determined that the device failed pre-test for general condition, saw blade coupling, trigger test, trigger and electronic control unit function and performance. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.